Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that patient had a cy that closed (or appeared to close) postoperatively. The screw loosened, but no patient symptoms were observed. There were no plans for a reoperation. No further complications were reported/anticipated. Additional information was received from the manufacturer representative that judging from the imaging tests, it is suspected that the expand cage was being closed.

Manufacturer narrative:
Radiographic image review states, antero-posterior x-ray posterior lumbar interbody fusion l5-s1. Lateral x-ray of the same - a cross link is present at l3 reported curve is loosening of one of the screws. It is difficult to see any hallow or screw loosening from the quality of the provided images. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.